Event description:
Pt undergoing emergency cardiac catheterization for acute inferior wall myocardial infarction. During rotablator procedure, perforation of distal atrio-ventricular groove of right coronary artery (rca) occurred with tamponade. Pigtail catheter was placed in intrapericardially with 125cc blood drained. Distal guide wire (approx 25 cm) was found fractured from remainder of wire in the distal right coronary artery/posterior descending artery. Unable to be retrieved with snare. Emergency exploration of chest was performed with relief of tampondade, 1 coronary artery bypass graft, removal of retained guidewire from right coronary artery and insertion of intra-aortic balloon.